Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) unintentional removal of the peg tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on an unknown date. According to the complainant, on (B)(6) 2016 the nurse noticed that the connector to the cassette was missing because the tube was cut. The patient went to the hospital for replacement however while in the ER the patient unintentionally removed the device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on an unknown date. According to the complainant, on (B)(6) 2016 the nurse noticed that the connector to the cassette was missing because the tube was cut. The patient went to the hospital for replacement however while in the ER the patient unintentionally removed the device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 14, 2016. The patient was hospitalized due to the unintentional removal of the device. The procedure date on the peg was before (B)(6) 2014.